Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The egiaustnd handle was received attached to an egia45amt reload. A visual inspection of the returned product noted the distal end of the instrument shaft was broken. The reload was able to be carefully unloaded. Due to the described conditions, functional testing was precluded. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Additionally, the investigation detected a secondary condition of broken shaft that has no relationship to the reported condition. Replication of the broken shaft condition may occur as a result of excessive manipulation or rough handling by the end user. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic appendectomy, the closing and opening of the jaws of the reload seemed stiff. The surgeon was able to fire however, the device only fired partially then jammed. The jaws of the reload locked on a fatty tissue around the appendix. The release mechanisms were not working. The cutting lever on the device was retracted back and then the stapler had to be gently pulled out. The part of the device broke apart where the plastic handle connects to the metal portion of the stapler as well as where the stapler reload connects to the shaft. Another device was used to complete the case. There was no patient injury.